Manufacturer narrative:
(B)(4). Patient identifier unknown, however follow-up communication is still in progress to obtain information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the plasmablade device housing melted and the wire separated on one side of the device tip. It is unknown if the wire detached. There was no patient injury reported.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the housing polymer melted and the wire separated from the housing at one end and the device stopped coagulating and the wire broke. Analysis conclusion: complaint confirmed: the adenoid tip electrode wire is fractured and a portion is detached from the plastic housing. There is > 33% of the ¿wire square¿ that is exposed and the electrode wire has minimal support from the housing with excessive deformation in the ventral to dorsal direction during application which fails to meet the acceptable damage requirements. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the plasmablade device housing melted and the wire separated on one side of the device tip. It is unknown if the wire detached. There was no patient injury reported.